Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported they encountered hr (from ECG) and pulse (from spo2) measured values with huge difference (pulse around double of hr) on a baby in (B)(6) hospital - nicu ward. There was no indication of any health impact to a patient at any time.